Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the light guide coil resin was discovered to have peeled off. The customer's originally reported issue was confirmed. The following additional findings were also noted: assorted dents, chips, scratches, sticky/dirty components, corrosion due to water intrusion, wear of the angle wire causing bending angle in the up direction to not meet the standard value, light guide bundle slipping down, and loss of water tightness due to a cut on the connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that, during preparation for use in an unknown procedure, it was discovered that the customer¿s uretero-reno videoscope had a deterioration of the coiled tube. Upon inspection and testing of the returned unit, it was discovered that potions of the light guide coil resin had actually completely fallen off. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.